Event description:
Bowel perforation from v-loc barbed suture. Robotic left ingenal hernia repair (B)(6) 2024 notes from procedure: in the lower left abdomen there was a loop of small bowel adhered to the peritoneal closure. This was grasped and it was noted to be adhered to the tail of the v-loc suture of the peritoneal closure. There was a clear transition point caused by the suture. This was released and the v-loc suture was cut flush to the level of the peritoneum and removed. The bowel was then run proximally and there was noted to be a 2mm perforation at the mesenteric border of a piece of small bowel that was opposing the transition point. Gross spillage of small bowel contents was noted coming from the perforation. At this point the decision was made to convert to an open procedure. A many upper midline laparotomy was made and this was taken down through the subcutaneous tissue to the fascia. A fascia was opened and an alexis wound protector device was placed. The small bowel was eviscerated and the perforation was identified. The surrounding tissue appeared mildly inflamed but healthy and viable. The perforation was closed in a 2 layered closure using interrupted vicryl suture followed by lemberted sutures of 3-0 vicryl. The bowel was then run proximally to the ligament of trelitz. A small serosal tear was noted and this was repaired using lemberted sutures of 3-0 vicryl. The bowel was then run distally and there was noted to be chronic fibrosis within the terminal ileum with interloop adhesions. These interloop adhesions were lysed but there was no evidence of obstruction or stricturing. The abdomen was then irrigated copiously with normal saline. The fascia was closed using a running 0 pds suture. The incisions were irrigated and then closed using skin staples. Hospitalized 9 days as a result of the emergency abdominal surgery.